Event description:
It was reported that the customer passed away, and he was not wearing the insulin pump. The caller stated by the time his brother was found his blood glucose was low. The caller stated that the customer chocked on something, and when he got to the hospital he was still alive, but he had a lot of brain damage. The caller stated that the family already threw the insulin pump away. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.